Event description:
It was reported that the multiple line blocked alarms caused by bent cannulas, with the most recent alarm occurring during the call. The patient removed the current infusion site and confirmed that the cannula was bent. The patient stated that they follow all recommended steps when applying the infusion site. However, after holding the site in place for 30 seconds following insertion, the adhesive often does not fully adhere. There were a patient involvement and no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.